Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the charge time was 16.4 seconds. The auto capacitor formation interval was reprogrammed from 6 months to 1 month. It was further reported that after one manual charge, the charge time was 7.3 seconds, charging from 17 j to 35 j, and the device was at elective replacement indicator. The device has been replaced. No patient complications have been reported as a result of this event.